Event description:
The customer reported of monofocal intraocular lens (iol) preloaded in the wrong configuration and they were able to flip the lens in the eye. No further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: unknown, information was requested but not provided. Section d6a: if implanted, give date: unknown/ information not reported. Section d6b: if explanted, give date: unknown/information not reported. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.